Manufacturer narrative:
Product ID: neu_unknown_lead, serial# (B)(4), implanted: 2001 (B)(6), product type lead product ID: neu_unknown_lead, serial# (B)(4), implanted: 2001 (B)(6), product type lead. (B)(4).

Event description:
It was reported that a revision surgery was done due to steroids eroding the lead and resulting in lead migration. It was noted that the patient was recovering and the device was on and working.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).